Event description:
Following a percutaneous intervention, an angio-seal was deployed to seal the arteriotomy site in the right femoral artery. Ten days later, the pt returned to the hosp with an infection and pus draining from the goin site, which was cultured and was positive for staph. Aureus. Antibiotic therapy was prescribed and the pt was reportably improving. The pt had a history of a right coronary artery stenosis and was takign plavix (clopidogrel). The pt was also taking anti-coagulants as prescribed.